Event description:
The surgeon stated that the knee implant would not seat properly. This happened during surgery in 2009, and there was a 45 mins delay while the hospital obtained another device. More anaesthetic had to be administered to the pt because of this delay in surgery.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.